Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl. The patient felt horrible as a result of the high blood glucose. The patient treated by changing the set and bolusing. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis.